Event description:
It was reported the lead integrity alert was triggered for the right ventricular lead having varying and greater than 3,000 ohms impedance on the pace/sense conductor. The lead also had a high short interval count. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.